Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose 300 mg/dl. The customer was experiencing symptons of very dehydrated, nausea, headaches. The customer reported they have a backup plan available. The customer was treated with bolused an dmanual injection. After the troubleshooting was done, customer was advised that there is no alarms or motor problems with the insulin pump.